Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's telepack. (B)(4).

Event description:
Customer reported an issue with the dpm central station, which may have affected ECG monitoring. No patient injury was reported.